Event description:
It was reported that the customer received a motor error alarm during a bolus. The customer's blood glucose was 278 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that she did undergo a short surgery another day but did not have to remove the insulin pump. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime compromised force sensor system test due to faulty force sensor resistor gold motor passed motor test. Unable to perform the occlusion test or no delivery test due to prime anomaly. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.